Event description:
After connecting and running new tpn (total parenteral nutrition) and lipids, the baxter pump with lipid syringe was reading downstream occlusion. The nurse moved repositioned the patient in case of positional occlusion. Once fixed, pump was saying it had delivered -0.7 ml.